Manufacturer narrative:
Per the user facility's biomedical technician, the roller pump local display stated a 'service pump' message, but no indication of a problem on the central control monitor (ccm).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump repeatedly shut off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up the heart lung machine (hlm) for a cpb procedure on (B)(6) 2021 . During the cadence of the procedure the arterial roller pump stopped without notice five to six times. The failure was not accompanied with any messages, alarms or audible warnings. The team was able to engage the start/stop button and got the pump re-started each time with minimal impact (timing) to blood flow. The surgeon was made aware of the issue and the team was prepared to initiate their pump change out procedure if the pump would not restart. They were able to finish the procedure without having the exchange the roller pump out or switch to a back up roller pump on the base. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the occurrence.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the roller pump to run continuously for 96 hours and 417,900 pump rotations. There were no observations of the roller pump shutting off. Per data log review on 08-feb-2021, there are several pump stops without logging a reason why. This can happen if the user stops the pump, or if the pump detected it was running in reverse (incorrectly). If the pump detected it was running in reverse, a 'service pump' message would be displayed as reported. The log shows likely issues were occurring but cannot confirm if a 'service pump' messgae was displayed or if the pump stopped on its own.

Manufacturer narrative:
The reported complaint was confirmed based on the clinical review. The service repair technician (srt) could not duplicate the reported issue. The srt observed the roller pump to function properly. The roller pump pod and the display were replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.